Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that it was believed, the pause episodes were false. Review of the egms revealed the pause episodes looked false due to loss of electrode contact in the pocket. No patient symptoms were reported. Episodes have stopped since november and it was believed the possibility to the pocket having tightened around the device since that time. The patient will continue with regular follow-up.